Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event date - 2013. Implant date - 2009. Explant date - 2013. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2016-04599 and 0001822565-2016-04600).

Event description:
It was reported that the patient's left knee was revised four years post implantation due to loosening. During the procedure, the tibial component and bearing were removed and replaced.